Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm volite in right cheekbone (third middle and lower face) on the 7th and 8th days after biorevitalization. Patient developed "edema and swelling on the right cheekbone". Patient was administrated augmentin but no infection was found from testing abscessurized injury. After 20 days ultrasound revealed suspected deposition of hyaluronic acid. Hcp used hyaluronidase, but there were no changes in symptoms. Steroid therapy was initiated, which initially showed good response. However, when the steroids were stopped, the symptoms reappeared. A cat was performed, which didn't indicate any hyaluronic acid deposition but rather imbibition (for edema and inflammation). Hematological index were found to be normal. Patient treatment with antihistamines, the symptoms persisted, leading to two short coursed of cortisone. The patient was then treated with bentelan 1 mg for 4 days, followed by deltacortene 25 mg to escalate the dose over approximately 10 days. Additionally, augmentin(an antibiotic) was administered for one week, and two infiltrations with hyaluronidase, steroid therapy, and antihistamine were given. Patient continues to experience swelling in different areas, but refuse to continue steroid therapy. Symptoms partially resolved.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect- impact code: f2203 continued h.6. Type of investigation code: b15, b17, b20 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.